Manufacturer narrative:
(B)(4): after several requests, the device was not received for analysis. Should the device be returned for analysis, a supplemental medwatch will be sent

Event description:
It was reported that during an unknown procedure, an error was suddenly displayed while the device was being put on a mayo table. After that, when the surgeon checked the device, it was found that the blade was broken off. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.